Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead failed to advance in the guidewire. The physician also noted resistance when attempting to remove the guidewire from the lv lead. The lv lead was not used. The physician continued with another lv lead and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
An event of failure to advance guidewire/stylet was confirmed and guidewire failure to separated was not confirmed. A complete lead without a guidewire was returned in one piece for analysis. Electrical testing, visual and x-ray inspections was normal with no anomalies found. A guidewire insertion test found obstruction/restriction at the s-curve region of the lead. The cause of guidewire failure to advance was due to guidewire polytetrafluoroethylene (ptfe) coating in the inner coil.